Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and replaced the sample air pump assembly and adjusted the sample air pump rate. Quality controls were run to verify that the instrument was operational. A siemens headquarters support center (hsc) specialist reviewed the service data and determined that the sample air pump assembly could not have caused the discordant result and there were no system malfunctions identified in relation to the discordant result. The cause of the discordant, falsely elevated troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was recentrifuged and repeated on the same instrument and resulted lower. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.